Event description:
It was reported that the user experienced a postprandial blood glucose of 305 mg/dl while using the ilet system during the first week of therapy, with the user and caregiver noting the system was still adapting and no issues observed with tubing or the infusion set, and no device alerts or alarms reported. Symptoms included none. Outcomes included no reported medical intervention, no hospitalization, and a plan for follow-up glucose check by support. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction reported by the user and normal operation of infusion supplies per user report. It was concluded that the event was hyperglycemia with an unclear cause during early adaptive use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.